Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a user error - failed to follow therapy steps was not confirmed. The cause is that the patient disconnected and reconnected a solution bag during therapy. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting for a related report, the customer reported to baxter's technical service center that the heater bag was replaced during therapy. The technical service representative (tsr) advised the customer to end therapy and notify the nurse of the incident. There was patient involvement; there was no patient injury or medical intervention associated with this event.